Event description:
On (B) (6) 2010, patient reported continued problems with air bubbles leading to elevated and low blood glucose readings. Patient stated he changed brands of insulin in (B) (6). He reported with his initial brand of insulin, he noticed a lot of little air bubbles formed in the infusion tubing. Patient stated after switching to a different brand of insulin, the air bubble problem improved but did not go away. Patient reported he has difficulty seeing the air bubbles. Patient stated he knows he is having air bubbles when he notices his blood glucose go up above 200 mg/dl. Patient reported he delivers correction boluses until his blood glucose eventually goes low. Patient stated his blood glucose has been as low as 57 mg/dl when this has happened. Patient's normal blood glucose range is 90-120 mg/dl. Patient reported the air bubbles are noticed 24 hours after changing the infusion tubing. Patient reported he currently noticed an air bubble described as "huge". Had him place the infusion device into stop mode and disconnect the tubing from the site. After 2 primes, the air bubble was no longer visible in the tubing. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.